Manufacturer narrative:
(B)(4). The reported complaint of the "pump shut down, screen went black" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " pump powered off". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " pump powered off". Additional information states that the iab pump console was swapped to continue therapy. The patient's current condition is reported as "fine".